Event description:
Surgeon was operating on l5/si of a back pain patient during which he reported that an interventional discectomy device broke tip during surgery. The surgeon also reported that he took two views and concluded the device was centered. The surgery was completed successfully with no further incidence and patient condition was satisfactory. The device was returned to spine view for evaluation with images. Spine view clinical sales manager added that the surgeon was preparing for an open surgical discectomy but decided to try the interventional approach first. Upon the breakage, the surgeon continued with the open discectomy and was able to retrieve the broken piece, which was subsequently sent to (B)(6) lab for analysis by the surgeon.

Manufacturer narrative:
The returned device was evaluated and determined to have broken at the tip after being run against tough tissue. The instructions for use advise against use of the device without proper placement, improper placement of the device was confirmed upon review of the images provided by the surgeon. The lateral view shows the device angled too superior to the endplate and the ap view shows the device being past the midline of the disc. The positioning is improper and can result in damage to the device.